Manufacturer narrative:
Na.

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). From the data provided, a reportable malfunction was provided for potassium and chloride. The initial chloride result was 80.2 mmol/l with a repeat result of 103 mmol/l. The initial potassium result was 4.13 mmol/l with a repeat of 3.35 mmol/l. The erroneous results were not released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The chloride electrode lot was w52 with an expiration date that was requested but not provided. The potassium electrode lot was q18 with an expiration date that was requested but not provided. The samples were processed by a modular pre-analytical system. The customer stated that both calibration and qc results were acceptable prior to the event. The field engineering specialist was unable to determine a root cause. He found that the brass tightening screws for both the sipper and vacuum nozzles were very loose. He tightened the screws. He noticed serum build up on both nozzles and salt crystals in the measuring vessel. He cleaned the nozzles and the measuring vessel. The customer ran calibration and qc with acceptable results. The customer stated that since the service visit that there have been no further problems. The investigation was unable to find a definitive root cause.